Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2011. It was reported that the pt experienced an incredible amount of itching all around the ipg pocket. She said at times, the itching would disrupt her sleep at night. The rash did not develop until the wound healed. It is not thought to be an infection. An allergy kit was sent to test the pt. The results from the allergy kit were positive. The pt is allergic to titanium and silicone, which is the cause of her constant itching. The pt is planning on having her system explanted. No further info is available at this time.